Event description:
Additional information received reported that it was unknown if there was a 50% or greater symptom reduction. The cause was not determined, and the relation to the device was unknown. Reprogramming was done. No troubleshooting was done. It was unknown if the patient experienced a loss of therapeutic effect. The patient issue remained ongoing. The patient was being evaluated for the issue approximately five weeks after onset. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was reported that there was a shocking or jolting sensation. This had a sudden onset and began about 3 weeks prior to this report. This would occur every time the patient used the stimulator. Usually the patient would lie down on the couch and have stimulation set at 1.40-1.50 volts and he¿d receive a nice, steady stimulation. For the 3 weeks prior to this report, the stimulation would suddenly stop and then he¿d get a shocking sensation. No falls or accidents had occurred and it was further noted that the patient was not working and had been taking it easy. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Event description:
It was reported that the patient was reprogrammed with improvement. The patient had a 50% or greater symptom reduction and recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).